Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber had holes in the base. There were no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: the subject mr290 chamber was visually inspected and confirmed that holes were found on the base of the chamber. It was also reported that the nebulized drugs budesonide and bromhexine hydrochloride were administered. Conclusion: based on the information provided by the customer and our investigation of the complaint device, the cause of the degradation of the aluminium baseplate is most likely due to exposure to saline from the use of nebulized drugs. Saline solution contains sodium salt which is highly corrosive to aluminum. The presence of this solution could cause degradation of the aluminum chamber base over time. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "use usp sterile water for inhalation or equivalent."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber had holes in the base. It was also reported that the nebulized drugs budesonide and bromhexine hydrochloride with saline solution were administered. There were no reported patient consequence.